Manufacturer narrative:
All inr results provided by the customer are performed more than three hours between two readings. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not performed and no further investigation will be pursued. As of (B) (6) 2010, 17 discrepant result complaints were reported for lot #218917 yielding a complaint rate (B) (4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B) (4) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.

Event description:
Caller alleged discrepant results. Results as follows: date: (B) (6) 2010, time: am, inratio: 1.6. Date: (B) (6) 2010, time: pm, inratio: 1.6. Patient's coumadin dose was withheld three days, then increased 1mg on (B) (6) 2010.